Event description:
The lay reporter contacted lifescan (lfs) on july 6, 2006 alleging high readings on the patient's one touch ultra meter. A medical specialist (mas) spoke to the reporter on july 7, 2006, and obtained / verified the following information: for the past several days the patient was not feeling well. On july 6, 2006 around 7:30-8:00 am the patient was "out of it " and was gurgling. The reporter claims she tried to test his blood glucose; however, meter would not provide a reading. Reporter would not elaborate on the issue. It would have been helpful to know what error message the patient received on the meter. She mentioned that he could not obtain a reading on the meter intermittently for sometime. Reporter contacted emergency services, and when they arrived they tested the patient, and obtained a 26 mg/dl on their meter, and treated the patient with IV glucose. Patient was treated with IV glucose, and then was told to eat breakfast. He was taken to the hospital. After eating breakfast, paramedics tested his blood glucose, and reporter claims it was "normal." After paramedics left the reporter tested the patient on his meter, and received a 315 mg/dl, and retested again within 10 minutes and received a 155 mg/dl. The test strips were in good condition, and not expired, the technique of applying blood on the test strip was correct. Quality control test passed using the control solution 133 (107-143), which indicates the meter is functioning appropriately. Reporter does not know what the patient's blood glucose readings were prior to the incident. Customer care advocate (cca) sent the patient a replacement meter and testing supplies. The complaint is being reported because the patient experienced symptoms, and the meter did not provide a reading at the time of the event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.